Event description:
During a tibia nail procedure, the reaming rod broke while the surgeon was reaming the canal. The surgeon had to open the fracture site to retrieve the broken fragment. All broken fragments were retrieved. The surgeon used another reaming rod to complete the procedure with no further problems. Procedure was extended by 45 mins.

Manufacturer narrative:
Review of the mfg records found no complaint-related anomalies. The lot was inspected and conformed to the synthes inspection sheet. The lot was made to correct material requirements, met the hardness and required specifications.